Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, after appropriate therapy, inappropriate therapy was delivered from the device. Right ventricular (rv) lead damage was suspected but not confirmed. The rv lead was capped and replaced. The patient was stable.